Manufacturer narrative:
The insulin pump was received with unexpected restart alarm during unexpected restart error test due to voltage leak. No external ram error alarm. No cosmetic damage noted during testing.

Event description:
The customer reported via phone call that they received external ram error alarm and unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.